Event description:
A patient's family member contacted the manufacturer to request a replacement pump as the one patient was using had developed a crack in the case. The family member went on to state that the patient had experienced an episode of hyperglycemia while the patient was away at school and since the patient was new to the pump and inexperienced to insulin pumping the patient made a visit to the e.r. The patient's blood glucose was brought down and the patient was discharged. The patient reportedly did not consider there to be a delivery issue with the device and was unsure if there could have been a site issue. The patient's family member requested the device to be evaluated to ensure there is no problem with the operation of the device.